Event description:
This is filed to report a lock line that was difficult to remove. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3. The clip delivery system (cds) was advanced and placed in the patient. About 10mm of the lock line was retracted before the physician felt resistance and was no longer able to pull the lock line out. The decision was made to deploy the clip without removing the lock line against instructions for use. Once the clip was deployed the lock line was able to be removed during the last step when removing the cds. The procedure continued and a second clip was implanted reducing mr to a grade of <1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The clip remains inside the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Code 2017-failure to follow steps / instructions.

Manufacturer narrative:
All available information was investigated, and the reported the reported physical resistance / sticking (lock line - difficulty) and improper or incorrect procedure or method could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported physical resistance / sticking (lock line - difficulty) could not be determined. The reported improper or incorrect procedure or method was associated with the medical decision of continuing clip deployment without completion of lock line removal. It should be noted that the mitraclip instructions for use (IFU) states ¿grasp one of the free ends of the lock line, confirm the line moves freely, and slowly remove the lock line. Pull the lock line coaxial to the lock lever. If resistance is noted, stop and pull on the other free end to remove the lock line." There is no indication of a product quality issue with respect to manufacture, design or labeling.